Event description:
Patient presented in-clinic due to episodes of heart palpitations. Upon investigation, episodes of pacemaker mediated tachycardia were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.